Event description:
It was reported that the pump was not working properly. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps with technical support, ultimately, technical support arranged to send a replacement pump while ensuring the customer would use multiple daily injections as a backup therapy to maintain insulin delivery.